Manufacturer narrative:
Product event summary: the 2ach20 mapping catheter with lot number 9265537 was returned and analyzed. Visual inspection showed the loop was kinked and ribbed near the tip. Visual inspection showed the pebax tubing was intact with no apparent issues or damage. Visual inspection showed the electrodes were intact with no apparent issues. All electrodes existed on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of shaft segment area showed the shaft was intact with no apparent issues. No kink or any other damage was observed along the shaft. Visual inspection of the introducer showed it was removed from the returned mapping catheter. Visual inspection showed the lemo connector was intact with no apparent issues or damage. During functional testing with a test cable, the continuity and impedance measurement between the electrodes and the other side of the cable were normal. In conclusion, the reported tip damage was confirmed during analysis. The mapping catheter failed the returned product inspection due to a kink observed at the tip/loop of the pebax tubing and the introducer was removed from the mapping catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the insertion of the mapping catheter into the balloon catheter, the distal end of the mapping catheter slipped off the introducer and inserted into the bifurcation of the angioplasty key. When the mapping catheter was removed, it became snagged and damaged the tip. Visually, it was not in good condition, so it was decided to replace it with a new one. The case was completed with cryo. No patient complications have been reported as a result of this event.